Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose value of 410 mg/dl at the time of the call and reported a bent cannula on the infusion set and also received an insulin flow block alarm. Troubleshooting was partially performed and found that the customer was treated with an insulin pump. The customer was reporting symptoms like fatigue as a result of blood glucose. The insulin pump was used within 48 hours and the auto mode was active at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue using the insulin pump. The insulin pump will not be returned for analysis. Updated summary: it was reported to medtronic minimed that the customer reported a discrepancy between sensor glucose and blood glucose which is not within range, unexpected suspend (low sensor glucose). The customer reported no adverse event. The event involved product(s) mmt-7020la. Troubleshooting was performed. The sensor glucose value was 138 mg/dl, while the blood glucose value was 410 mg/dl.